Event description:
Info from the consumer received in 01/2002: pt called reporting having experienced extreme pain and difficulty of walking after their second shots of hyalgan in both knees in 2002. Indication for hyalgan injection was unclear to the reporter. Consumer stated they definitely do not have osteoarthritis because they took tests for that not too long ago and they came up negative. Consumer stated that they are "markedly obese" and this is another reason concumer knows they do not have osteoarthritis. Therapy dates were not reported. Consumer stated that they originally received one shot in their left knee; 2 weeks later, consumer received another shot in their right knee. Consumer experienced slight discomfort after the first injections. After the second injections in both knees and experienced excruciating pain in their left knee. Consumer described it as feeling like a knife going through them. The consumer made it sound like two weeks passed between their first and second shots, however consumer did not outright say that. Consumer received a cortisone shot in 2002, which did help to take out the "stabbing pain". Consumer also used a heating pad, which also helped. Concumer stated their physician put them on one-week bed rest. Consumer is not allergic to poultry and is an ex-athlete (sport not specified). The consumer is seeking reimbursement. Consumer also wanted to make sure co knew that they "had to take off of work for this" and consumer "hopes co can work something out". Lot numbers provided were: 055000, 070500, and 072300. Consumer is not sure which of the lots they received. Consumer has 6 units left. Call was placed to physician and a message was left. Three days later received callback from the physician who stated that the pt did indeed experience an adverse event to hyalgan. Consumer received 2 shots in their left knee as well as two shots in their right knee; he stated that this was the first time he had seen an adverse reaction to the hyalgan. Add'l info received from the physician on feb 2002: the physician was requested to confirm with co whether the pt was subject of a clinical study or not and he reported that consumer was not. No other new info provided. Cortisone shot, heating pad treatments.